Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on, (B)(6) 2009: patient presented with pre-operative diagnosis of l5-s1 pseudoarthrosis and intractable low back pain and underwent following procedures: removal of inter body cage l5-s1 via left lower quadrant retroperitoneal approach and partial corpectomy of l5, insertion of intervertebral biomechanical device at l5-s1, removal and replacement of bilateral l5 and s1 pedicle screws and rods, exploration of fusion l5-s1 and psf l5-s1. Indications: patient has had problems with her back and lower extremities for several years. She underwent an l5-s1 mast/tlif in (B)(6) 2007. Post op, pain returned which worsened and continues to be significantly symptomatic. Her symptoms produced a gait disturbance. Diagnostic studies included x-rays ,CT and discogram. The x-rays and CT showed good placement of the pedicle screws at l5 and s1 bilaterally. There is no robust amount of bone formation posteriorly or in the inter body space. Discogram revealed concordant pain at l5-s1 again with no robust bone formation in the interspace. The l4-5 level was relatively asymptomatic. Per op notes: after exposure was obtained at the l5-s1 interspace, annulotomy was made with a combination of bovie and "#10 blade." The anterior annulus was resected. The cage was identified and grossly loose confirming pseudoarthrosis. Distraction maneuvers were also performed which show clear pseudoarthrosis at l5-s1. There was some subsidence and the cage had eroded through the inferior endplate of l5 and into the lower aspect of the l5 vertebral body. In order to remove the cage, partial corpectomy was required with an osteotome. The space was trialed and a size 20 x 12 graft was selected. The perimeter graft was filled with half a large bmp sponge and corticocancellous allograft. The implant was then inserted. There was excellent press-fit of the graft. Upon completion of anterior portion of procedure, the patient was placed prone and dissection was carried down to the posterior instrumentation. All screws were evaluated for their purchase and all four pedicle screws were loose and removed. A larger diameter (7.5 mm) pedicle screw was then inserted bilaterally at l5 and s1 .on the right side, tissue was debrided to expose the right l5 transverse process and sacral ala. These were decorticated and posterolateral graft was placed. This consisted of some bmp along with allograft chips and auto graft taken from the anterior vertebral body. On the left side, posterior elements were intact and graft was placed, consisting of bmp and allograft. The patient was turned supine, awakened in the or, transported to recovery room in stable condition. No complications were reported. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.